Event description:
Baxter received a report that the spike of the set was broken during connecting to the uv twin bag with clean flash. An error occurred during the process and the cover was locked. When the cover was opened manually, the broken spike was found. This set had been used for 115 days. There was no patient injury or medical intervention. The actual sample is available for evaluation.

Manufacturer narrative:
Evaluation summary: baxter received one used set (no titanium adapter returned) into the lab in reference to cracked/broken. The set was visually inspected and noted that the spike was broken completely off at base of spike. The portion of the spike that was broken off was white in color. No other visual defects were noted. The reported condition was confirmed in the lab for a broken spike.